Event description:
It was reported that, during treatment, the renasys touch device did not alarm when the dressing was fully detached. A back-up device was available to complete the treatment without any delay. The patient outcome is unknown.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation. Due to this we have been unable to conduct a visual and functional evaluation, and unable to confirm a relationship between the complaint and the device. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional preventive or corrective actions are required. It is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. This situation could occur when there is misalignment or a physical blockage at the softport to dressing interface. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. This investigation has now been closed and recorded as insufficient information to determine a root cause.